Event description:
Pharmacist reported right side device rupture "with silicon extravasation". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed as unidentified (tear) opening. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side device rupture "with silicon extravasation". A mastectomy was performed during explant. The device has been explanted.

Event description:
A mastectomy was performed during explant.